Event description:
It was reported that this brady lead was explanted due to an unknown product performance anomaly. This brady lead was explanted and replaced with different model. No additional adverse patient effects were reported. Additional information received which indicated that this lead was dislodged and replaced with a passive lead.

Event description:
It was reported that this brady lead was explanted due to an unknown product performance anomaly. This brady lead was explanted and replaced with different model. No additional adverse patient effects were reported.